Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, it was noted by the nurse that during pre-surgery and post-surgery, the iab appeared to not be inflating fully by the screen icon. The dystolic augmentation was lower than systolic pressure. The nurse reviewed for possible causes with no clear conclusion. The heart rate was 90-100 and no kinks noted in the iab. The iab was removed as scheduled. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, it was noted by the nurse that during pre-surgery and post-surgery, the iab appeared to not be inflating fully by the screen icon. The dystolic augmentation was lower than systolic pressure. The nurse reviewed for possible causes with no clear conclusion. The heart rate was 90-100 and no kinks noted in the iab. The iab was removed as scheduled. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The returned sheath was over the membrane and covering approximately ¾ of the membrane. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab fully inflated. No alarm sounded from the pump. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. We were unable to duplicate the reported difficult/unable to inflate and augmentation difficulty problem. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4); record ID: (B)(4).